Event description:
It was reported that in 2008, the nurse was performing routine care and noted that the hub of the tracheostomy tube had separated from the tube. The doctor who is the chief of ear, nose and throat (ent), was contacted to examine the pt. The tube was carefully removed by the doctor. At no time was the pt in distress. The stoma of the tracheostomy required surgical revision and dilation and another 8lpc was inserted without incident.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. If the device is returned and/or the lot number becomes available, a follow up report will be submitted, should any significant new info result. On 06/25/2008, a faxed copy of medwatch report (2 pages) describing the same info was received. A copy for reference is attached to this 2 page report 2936999-2008-00320.